Manufacturer narrative:
(B)(4). The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reporting pain and a capsular contracture baker grade iii discovered by MRI and ultrasound. Device has been explanted. This relates to the right device.

Event description:
Physician reporting pain and a capsular contracture baker grade iii discovered by MRI and ultrasound. Device has been explanted. This relates to the right device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. Red and yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.